Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that it was discovered the black o ring of the tip of the impactor was cracked. The issue was noted to be found at the distributorship, so no patient or surgery were involved in the event. Attempts have been made and no further information has been provided.